Event description:
Patient was implanted with 4.5mm lcp proximal tibia plate and screws for a left proximal tibia fracture in (B)(6) 2011. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient complained of painful hardware. Patient's fracture was healed. The hardware was removed without complications. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was (B)(6) 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.